Event description:
A us distributor contacted zoll to report that a patient developed an infected sore under the lifevest equipment. Patient described the area as infected bed sore. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient to remove lifevest for skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.